Event description:
Upon receipt of the new unit, the user noted that two of the energy select switches were engaged at the same time. The unit was not used, and there was no pt involved. This is a very unusual occurrence, and appears to have been a result of shipping damage. However, the packaging was not available for examination, and shipping damage could not be confirmed. After the switches were released, the unit functioned normally. The event is not occurring more frequently or with greater severity than is usual for the device.